Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a replace generator message. The patient saw an eri message approximately one year ago. It is unsure when the patient lost therapy. As a result, the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was established post operation.